Event description:
It was reported that at the beginning of a tonsillectomy procedure using the coblator ii controller, the coagulation pedal on the foot switch was not working. The surgeon opted to perform the procedure with a competitive device instead. There were no pt complications reported as a result of this event.